Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer planned to bring in their covidien electrosurgical unit (esu) to replace the erbe generator. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy)surgical procedure, user informed the technical support engineer (tse that there were difficulties in maintaining the erbe ground pad icon in a green state. The user attempted using four different ground pads, which worked temporarily before the icon turned red again. The user cleaned the pad location with saline but could not achieve a green icon. They planned to bring in their covidien esu to replace the erbe generator, and then continue with the procedure as planned. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Isi did receive a da vinci product to perform failure analysis. Failure analysis confirmed the c71 errors. Functional testing revealed that the iesu generated error code 1 71 followed by c71 upon startup. Additionally, a review of the internal error log showed the presence of c00, m 1c and m b1. The generator will be returned to the original equipment manufacturer (OEM). Probable root cause is attributed to a defective generator.